Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.

Event description:
The customer said that the pt's knee buckled, initiating fall, fracture/injury occurred while pt was trying to catch herself. (Did not fall completely to the ground.)